Event description:
It was reported that a continuous glucose monitor displayed error message 42 and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, error did not return after reset, and caller successfully started new sensor session with no further issues reported.